Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported that patient fell (B)(6) 2014. Pain worsened posterior lateral and superior lateral right knee. Status post right tka 2007. Serum markers slightly elevated, aspirate negative for infection. Darkened synovium evident of metallosis upon arthrotomy. Poly removed and shows signs of possible posterior lateral fracture. Femoral component lateral distal and posterior condyle shows signs of metal wear with posterior aspect of lateral tibia. Tibial locking mechanism appeared intact no significant bone loss. Femur revised to ps size 3 with (2) 5mm distal augments. Poly revised to ps size 3 x 11mm.